Event description:
It was reported from (B)(6) that the oscillating saw attachment device had an unspecified defect. During in-house engineering evaluation, it was observed that the mechanics swing fork was blocked and the mechanics were seized, jammed and heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the scheduled surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the mechanics swing fork was blocked and the mechanics were seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.